Event description:
It was reported to philips that system failed to start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the system cannot load into application page. The philips field service engineer (fse) inspected the system onsite and checked host pc cables and cleaned the host pc, but issue persists. Upon troubleshooting actions, fse identified that the host pc hard disk was defective. Fse replaced the host pc hard disk and restored ghost images. After replacement, the system was returned to use in good working order.